Manufacturer narrative:
Main power cord plugged back into bed.

Event description:
It was reported by service report that the mattress did not work and the footboard stated that the bed was unplugged. No pt involvement or adverse consequences are reported.